Manufacturer narrative:
(B)(6). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during prime. It was stated that the drive support cap is loose and that the customer did not push it. Blood glucose value is 238 mg/dl. Customer was advised to contact the doctor. Nothing further reported.